Event description:
The intracardiac line tubing was noted to be leaking mid-tubing. The line was not cut. The line was repaired by the md. During surgery, a medtronic dlp three french pressure catheter was placed by the dr to monitor the atrial pressure via the intracardiac line. After the drapes were removed at the end of the procedure and the dressings were applied, the intracardiac line tubing was noted to be leaking mid tubing. The line was not cut, it looked like there was a break in the tubing where the line was leaking. It was determined that it was more risky to remove the tubing from the patient as it went into the atrium and would have required re-opening the chest. They cut off the portion of the tubing that was defective and connected the line farther up on the tubing but did not save the defective tubing. The patient was not leaking blood after the defect had been cut out and they felt confident that they could leave it. The dr and the cardiovascular fellow were able to prep the tubing, cut and adapt the line proximal to the break using sterile technique with a blunt butterfly needle so that the line was still functional.